Event description:
It was reported that the right ventricular (rv) epicardial lead exhibited high bipolar impedance, and had known high pacing thresholds. In addition, the lead was unable to unipolar pace from the rv ring. The lead remains in use. It was further reported that the patient could feel the pacing capture thresholds and felt a pinching sensation in the device pocket area with testing. It was also noted that the rv epicardial lead trends exhibited elevated pacing thresholds and then slowly falling over time. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event. It was further reported that the rv epicardial lead was reprogrammed. It was further reported that the right ventricular left bundle branch (rv lbb) lead exhibited elevated thresholds and an acute rise in thresholds. It was noted that the measurements were slowly decreasing over time. The rv lbb lead was reprogrammed and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: model: 4968-60 lead, implanted: (B)(6) 2003, model: 4968-60 lead; implanted: (B)(6) 2003, model: 680r28 heart ring; implanted; (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.